Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during intraop the devices would not detect the nerves unless it was being manipulated. There was no reported incident. There was no patient impact reported.